Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that the battery springs in their insulin pump is corroded. The patient's blood glucose level was 109 mg/dl at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.